Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a nurse observed two brief controller error alarms that self-resolved. At the time of reporting, the alarms had resolved and all waveforms were within normal limits. Intermittent loss of aortic (ao) and left ventricular (lv) placement signals was noted. Motor current (mc) and infusion flow (if) were appropriate for the programmed p-level. Patient outcome has not yet been determined, as the patient remains on device support.

Event description:
Additional information received that device was explanted.

Manufacturer narrative:
Section b5 and d6b was updated based on additional information.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of placement signal issue is not determined since both logs/product were not available for investigation.